Event description:
The customer returned the product for error code 41786, accompanied by a constant alarm. The device requires a software update to version 1.6 and further evaluation and repair by ICU. During device analysis, the error code 41786 was confirmed. There was no patient involvement.

Manufacturer narrative:
H3: one product was received for evaluation. The service history review found no records in the last 12 months. The customer complaint was confirmed through the event history log (ehl) review. It was found that the error code 41786 had occurred in the event log which was related to the coin battery not charged and software needs to be updated to latest version.the device was placed on charge to charge the coin battery and updated software. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.